Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged needle.   The following information was provided by the initial reporter: we are experiencing some issues with these specific needles. They are plugged up when trying to inject as if there is no opening at the tip.

Manufacturer narrative:
The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 9193522. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.